Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed a skin irritation. The patient described the irritation as under the therapy pads. The irritation was reported as redness and itchiness. There was no alleged device malfunction contributing to the irritation. The patient's nurse assisted with applying moisturizer to the skin and the doctor was made aware of the irritation. Follow up indicated the irritation improved. Supplemental report 9/30/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as under the therapy pads. The irritation was reported as redness and itchiness. There was no alleged device malfunction contributing to the irritation. The patient's nurse assisted with applying moisturizer to the skin and the doctor was made aware of the irritation. Follow up indicated the irritation improved.